Manufacturer narrative:
Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf device code a050701 captures the reportable event of wire failure to release bow.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the papilla during a procedure performed on (B)(6) 2026. During the procedure, when the papillotome was inserted into the papilla, it became impossible to release the tension and the catheter was blocked in the duodenoscope, and they could no longer withdraw it. The examination had to be interrupted. The papilla could subsequently no longer be cannulated, and the patient will need to be recalled. It was reported that rupture of the papilla and/or the duodenum occurred.

Event description:
It was reported to boston scientific corporation on (B)(6) 2026, via a swissmedic user report that a truetome 39 was used in the papilla during a procedure performed on (B)(6) 2026.during the procedure, when the papillotome was inserted into the papilla, it became impossible to release the tension and the catheter was blocked in the duodenoscope, and they could no longer withdraw it. The examination had to be interrupted. The papilla could subsequently no longer be cannulated, and the patient will need to be recalled.it was reported that rupture of the papilla and/or the duodenum occurred.

Manufacturer narrative:
Block h6:imdrf patient code e2114 captures the reportable event of perforation.imdrf device code a050701 captures the reportable event of wire failure to release bow.block h11: investigation results:the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however response was not received.a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.a risk review was completed and confirmed that the event of wire failure to release bow (unbow) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.